Event description:
It was reported that the patient developed an infection at the pacemaker site. The device and the chronic lead were explanted. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.